Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 9616066-2020-20346. This event has been over-reported.

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked vancomycin during use. The following information was provided by the initial reporter: "IV tubing infusing vancomycin. Rn noticed dripping to the ground. Leaking noted at the access port above the section of tubing that is loaded into the pump."

Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on date via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV tubing was leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customers indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv leaked vancomycin during use. The following information was provided by the initial reporter: "IV tubing infusing vancomycin. Rn noticed dripping to the ground. Leaking noted at the access port above the section of tubing that is loaded into the pump."